Manufacturer narrative:
(B)(4). The investigation was completed on 10-mar-2025. A review of the device history record (DHR) confirmed that the lot passed finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg8+ cartridge lot w24238.

Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 23-dec-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant ionized calcium results on a patient. There was no addtional patient information at the time of this report. Method result sample: alinity 2.08 a, alinity 2.00 a, alinity 1.22 a, alinity 1.19 a. Collection/test dates & times were not available upon request. Customer is comparing the vs2 which is total calcium and cannot be compared. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.